Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis found the distal conductor of the lead was obstructed due to a guidewire stuck in the lumen. Destructive analysis performed confirmed a fragment of the competitor guidewire was stuck in the lumen. The use of a competitor guidewire is not a medtronic recommendation. The distal conductor was extrinsically distorted due to kinking/buckling. A visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, a competitor guidewire got stuck inside the body of the lead. When the physician tried to remove the wire, the lead body concertinaed as the wire was stuck at the tip of the lead. The lead was removed with the wire stuck inside. A different lead was used. The patient is a participant in the post approval network (pan) product surveillance registry (psr). No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.